Event description:
User received a cartridge alarm, specifically alarm 20, during pumping, as verified in the pump history. The impact on the user's blood glucose level was not reported. The user loaded a second cartridge with proper technique, but the alarm recurred, leading to the decision to replace the pump. The pump, which was still under warranty, was replaced, and the customer was informed of the replacement process. The customer chose not to disclose the type of backup therapy to use in the interim. Instructions were provided for returning the old pump, including confirming the shipping address and storage mode for transport.